Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the cable of the monopolar curved scissors instrument broke, however, nothing fell into the patient. The planned surgical procedure was completed with a replacement instrument of the same type. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable is broken at the scissor grip. The grip hub has a peak across the cable groove and the wear against this peak most likely contributed to the breakage. Engineering also observed that the main tube has various sections above and below midpoint with light material removed. The damaged areas are parallel to the tube axis. Based on the location and appearance, these scratches are most likely caused by a cannula accessory. The tube damage above the midpoint may have been caused by the cleaning process. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.